Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown alert on the receiver occurred with no messages or symbols. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an unknown alert on the receiver could not be determined; however, an error reading symbol was observed during log review. A root cause could not be determined.